Manufacturer narrative:
(B)(4). Patient age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and severely calcified left main trunk (lmt) to the proximal left anterior descending (lad) artery. Following pre-dilatation using an emerge balloon catheter, a 16 x 4.00mm promus premier¿ drug-eluting stent was advanced to treat the lesion. However, the device could not cross the target lesion due to a significant resistance encountered. The physician removed the device and noted that a part of the stent was lifted. The procedure was completed with a 4.0x15 non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts from the most proximal stent row were raised from the balloon and damaged. This type of damage is consistent with the stent encountering resistance during advancement/withdrawal. The ro markerbands were examined and there was no damage noted. The tip of the device was examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and severely calcified left main trunk (lmt) to the proximal left anterior descending (lad) artery. Following pre-dilatation using an emerge balloon catheter, a 16 x 4.00mm promus premier¿ drug-eluting stent was advanced to treat the lesion. However, the device could not cross the target lesion due to a significant resistance encountered. The physician removed the device and noted that a part of the stent was lifted. The procedure was completed with a 4.0x15 non-bsc stent. No patient complications were reported and the patient's status was good.